Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: it is unknown whether there was any patient involvement. Date of event is unknown. (B)(4). It is unknown whether device was implanted or explanted. (B)(6). Device is not distributed in the united states. Part number: 04.027.035s, synthes lot number: 9296988: release to warehouse date: december 16, 2014. Expiration date: december 1, 2024. Mfg. Site: (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product development investigation was performed. One (1) part # 04.027.035s / pfna blade perf l100 tan / lot 9296988 was received for investigation. There are scratches and heavy wear and tear signs as well as heavy hammer blows on the surface. A forceps or similar instrument was used on the instrument what indicates an inappropriate use. The tip of the blade is partially broken and the fragments are missing. Furthermore, a broken part is jammed into the threaded part of the blade. There is no information in the complaint description about any event or if a patient was involved in this case, which makes it impossible to determine how the devices had malfunctioned. The manufacturing review of the received part shows that the production procedure was according to the specifications and that there were no issues which would contribute to this complaint condition. A functional test was performed. Part # 04.027.035s was found stuck. Due to the heavy wear and tear signs on the device, we can only assume that the instrument was subjected to an exceeding force application during its use which led to the damages and finally to the malfunction of the device. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. We conclude that the cause of failure is not due to any manufacturing non-conformances. The process design and clinical risk management (dcrm) document was reviewed and found to adequately address the harm of this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) is as follows; it was reported that a proximal femoral nail antirotation (pfna) blade perf l100 tan has a broken tip. The broken tip is stuck in an impactor f/pfna blade. It is unknown how this event occurred and whether there was any patient involvement. This is report number 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Correct date is oct 25, 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.